Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. Two 20 ga x 0.75 in powerloc max infusion sets were returned for evaluation. One opened packaging was also returned which indicated lot: asesf014. Blood residue was present within the extension tubing of both devices. The safety mechanisms were both fully activated over the needle bevel. One of the luer adapters was completely detached from the extension tubing from the first sample. The second sample contained a partial split at the luer adapter and extension tubing interface. Microscopic observation of the complete break revealed a granular fracture surface. Material wrinkling and discoloration was also noted at the break location. Microscopic observation of the partial split revealed similar break characteristics. The characteristics of the break and partial split are consistent with damage caused by repeated kinking of the tubing which suggest securement, handling, and maintenance of the device may have been contributing factors. The supplier has been notified of the event as the extension tubing material may have also been a contributing factor. Since a complete break and partial split were observed on the returned sample, the complaint is confirmed. A lot history review (lhr) of asesf014 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asesf014) have been reported from the same facility.

Event description:
It was reported the facility had issues with the powerloc huber needles being "defective and leaking". No other information was provided. 12/29/2020-two devices were returned for evaluation. This report addresses the second device.